Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details or additional information to date. Not returned.

Event description:
It was reported that the endovascular stent graft could not be deployed during the stenting procedure. The device was retracted without issue. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent graft. The stent graft was found to be loaded in the delivery system and the outer sheath was found to be torn off and elongated. The condition of the device indicates that increased friction must have affected on the delivery system during the attempt to deploy the stent graft finally resulting in the outer sheath fracture. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent sheath fracture. In this case, no information regarding the vessel anatomy was provided. Insufficient flushing of the device may be another contributing factor to the reported event. No introducer sheath was used during the procedure which is considered another potential contributing factor to the reported event. Based on the limited information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The IFU recommends the use of an appropriately sized introducer sheath.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent deployment failure. In this case, no procedural or anatomical information was provided. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the limited information available and as no sample was returned, a definite root cause for the reported failure could not be determined. The IFU states that the device must be flushed with sterile saline prior to use. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." And "the use of an appropriately sized introducer sheath is recommended."